Event description:
It was reported that there were longevity concerns with this pacemaker. Technical services (ts) reviewed the reports and determined the device was depleting normally. Ts noted that the longevity changes were due to reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device exhibited a code 1003, indicating that the voltage is too low for the projected longevity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that there were longevity concerns with this pacemaker. Technical services (ts) reviewed the reports and determined the device was depleting normally. Ts noted that the longevity changes were due to reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device exhibited a code 1003, indicating that the voltage is too low for the projected longevity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.